Manufacturer narrative:
Evaluation summary: one forcefxcs device was received for evaluation. The returned sample did not meet specification as received. The unit failed the monopolar 1 current cross-coupling test with over an amp of output. The investigation isolated the failure to one of the relay components, but the root cause of the relay issue could not be identified. The probable root cause could not be determined based on the information provided. The relay was replaced to address the condition. If information is provided in the future, a supplemental report will be issued.

Event description:
The customer reported a complaint for this device. No additional details have been provided. The initial investigation found that during post cycle tests, the unit failed the current cross coupling test, which can allow unintended activation.